Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 was not detected on bus. A field service engineer (fse) inspected the back of the station with the panel off and saw all leds lit, then shut down the station and disconnected/reconnected the cables to sub drawer 4.1 and 4.2. After reassembly, booted up the station, ran diagnostics to confirm the drawers were recognized, and verified in the application that the customer could access them. The fse checked for other failures, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a half height drawer failed and could not recover. The customer attempted to power the unit off and on three times, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.